Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the heartstart mrx defibrillator is switched on, there is an audible alarm, and a cross on the battery display. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx als monitor indicating that upon startup, there was a cross on the battery display and there were chirps. Remote support was provided, the issue had reoccurred despite replacing the battery. It was determined the device had reached it's end of life (eol) status. The customer was informed that service could no longer be completed on the unit as the device had reached end of life. The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was recommended to remove the device from service. Because the device reached the end of life and end of support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.